Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced kinked cannula on (B)(6) 2024. The patient had high blood glucose level which was treated with multiple daily injection and correction bolus via pump. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.